Event description:
Information received by medtronic indicated that the customer reported that the pump unexplained no delivery alerts. The customer stated that the pump had a crack and insulin flow block occurred. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will continue to use the device and the device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w 5.2a. Retainer ring = black. Case type = ngp. The customer returned the pump for alleged insulin flow block alarm and cosmetic damage located at the back of the pump found on (B)(6) 2023. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and broken belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, torn/scratched/peeling serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. There were no "no delivery alarm" noted on the event date 28-apr-2023 in the pump history file. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 28-apr-2023 in the pump history file. (B)(6) /2023 00:18:58.000 alarmalertnotification (40) faultnumber: sensorerroralert (801). (B)(6) 2023 16:14:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). (B)(6) 2023 16:31:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). (B)(6) 2023 21:41:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensorerroralert (801) not confirmed. Lostsensor1alert (780) not confirmed. Cosmetic damage was confirmed at the back of the pump. The pump passed the required testing. Insulin flow block alarm/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.